Event description:
Additional information was received which indicated this pacemaker was changed out due to normal battery depletion. The patient was downgraded, so the existing right atrial (ra) lead was surgically abandoned. The rv lead remains in service as the physician was satisfied with lead measurements during the procedure. Impedances were 2232 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. Further review noted the rise in impedances began two years ago. Six months ago, the impedance values were 1650 ohms and now were observed to be greater than 2500 ohms. At this time, the products remain in service. A revision procedure is expected to occur at a later date and has not been scheduled. The patient is being monitored. No adverse patient effects were reported.